Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the tip of the scope connector was chipped or broken, causing excessive stresses to be applied to the video connector terminal when inserting the scope, resulting in the terminal buckling, causing the phenomenon. It is also likely to be user-induced because the event was caused by a connected scope. The instructions for use identify the following verbiage: "do not apply force to the connector".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A bent pin inside the video connector was found, causing no image when tested with an otv-s7h1na camera head. The likely cause of the bent pin can be attributed to user handling. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the camera head by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection."

Event description:
Olympus was informed of a report that the olympus, visera elite video system center failed to produce an image. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.